Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 50mg/dl, 236mg/dl, 256mg/dl, 124mg/dl, 129mg/dl. Tests were done within 10 minutes with a difference of 56%. Patient did not experience any adverse events. No further information has been reported. Note: patient using expired control solution.